Manufacturer narrative:
Analysis of the db-1140 serial (B)(6) revealed the ipg was in service for about 8 months with an energy use index (eui) range of 9.2 whose expected range would be about 48 months per the direction for use. The patient's data shows a rapid battery drop after the MRI scan procedure, from 2.96 volts to 2.82 volts. The internal electrical test also found that its quiescent current is higher than the expected limit due to a defective component in the circuit. The investigation concluded that the reported event of premature battery depletion was confirmed by device analysis. The most probable root cause is traced to unintended use error caused or contributed to event.

Event description:
It was reported that the patient had an MRI scan despite the contraindication to the ipg. It was assessed that after the MRI scan, the ipg continued to deplete faster than expected. The patient underwent a revision procedure where the ipg was replaced due to full battery depletion. The patient was doing well post operatively.

Manufacturer narrative:
No code available was used as there is no equivalent FDA code for surgery.

Event description:
It was reported that the patient had an MRI scan despite the contraindication to the ipg. It was assessed that after the MRI scan, the ipg continued to deplete faster than expected. The patient underwent a revision procedure where the ipg was replaced due to full battery depletion. The patient was doing well post operatively.